Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if rec'd, will be provided in a supplemental report.

Event description:
It was reported that the pt complains that pain started a yr and a half after the surgery. Pain has progressively increased and is getting worse. He has rec'd cortisone shots but it has not helped. A revision surgery scheduled for (B)(6) 2012.